Event description:
It was reported on (B)(6) 2012 that a vns patient had not had her device checked in over a year and went to the ER the weekend prior to the report due to an increase in seizures. The patient had 10-12 per day when she would usually only have 2-4 per month. The patient was also experiencing some numbness in her right face, hand and arm. The patient also had a burning feeling on the right side of her brain. The patient currently does not have a physician and has not found one who can check her device therefore all attempts for further information cannot be made.